Manufacturer narrative:
A ge service representative performed an onsite investigation. The communications pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the system would lock up when attempting to acquire images to the cine drive. The fse determined the cause of the problem to be the communications pcb needed to be reseated. The fse reseated the communications pcb and verified system functionality. Pcb connections transfer power and signals through the system's many components and are crucial to the operation of the system. Most electrical connections are comprised of pin and receptacle contacts. Contacts can be plated with gold, tin, or phosphor bronze depending upon application. Small micro movements (vibration) between the contact surfaces will slowly wear the plating material thus exposing the less corrosion resistant base material. This base material will begin to oxidize, resulting in higher contact resistance that leads to electrical system failure. Corroded or loose connections can cause the system to lock up. Reseating the connections resolves this issue. This complaint does not represent a malfunction because the system was manufactured more than seven years ago and components wear out over time.